Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (date not reported). The device was reportedly functioning normally with no hearing concerns. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.